Event description:
A (B)(6) female who presented with a perineal fistula. She had a transvaginal mesh procedure for treatment of a rectocele. She developed a perineal fistula. The surgeon placed more mesh and the fistula became worse. She ended up having a sterile abscess and the mesh had to be completely excised.